Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from multiple cartridges. Reportedly the issue may be a result of the tubing being pulled; however the customer cannot confirm. Customer's blood glucose level was approximately 300 mg/dl. Reportedly, a new cartridge was loaded to address the issue.